Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown; however a 14mm amplatzer septal occluder was successfully implanted.

Event description:
On (B)(6) 2019, a 16mm amplatzer septal occluder was selected for implant. During deployment, the distal atrial disc deployed in the shape of a "cobra head". The device was withdrawn without further deployment attempts and the deformation was confirmed ex vivo. The device was exchanged for a 14mm amplatzer septal occluder and successfully implanted. The patient remained hemodynamically stable throughout the procedure and the device exchange which took 15 minutes.